Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a line through the display with moisture located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 09-nov-2017 with the following findings: during investigation, the pump was returned and visible moisture was present on the display. The original complaint of a line through the display was unable to be duplicated. A leak test was performed, and failed due to a leak from the display lens. The pump was opened, and moisture corrosion was found on the printed circuit board and the motor assembly. No moisture was found in the battery compartment.